Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of heat was not duplicated. Upon disassembly for visual inspection the engineer observed the upper bore of spindle housing was damaged.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.